Event description:
The customer reported that the system exhibited a 'stator not on' error. This error is likely to result in an uncommanded system shutdown. No pt user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable from the power motor relay to the power signal interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.